Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported during a follow-up scan, the abdominal aortic aneurysm was now in the left cia due to a distal type I endoleak. There was no migration observed. The physician performed a secondary intervention and extended with an endurant limb because, the disease extended down to the hypogastric artery resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).